Event description:
It was reported that, "screw driver tip broke while putting screw in ace cup".

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.